Event description:
A malfunction alarm was reported by the customer, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose, which the customer acknowledged and understood.